Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that /hourglass/no readings/sensor error occurred. The wearable was inserted into the abdomen, which is off-label usage of the device on (B)(6) 2025. On (B)(6) 2025, the patient experienced vomiting, diarrhea, and significant dehydration. During that time the patient was unable to get any readings from the cgm sensor. It was stated that as the pump did not provide any insulin, the patient was not able to get any medication. The patient took a fingerstick after waiting 1 to 3 hours. It was not known if the patient was already experiencing symptoms at the time they took fingerstick reading, or even at the time the sensor error occured. When the blood glucose reading was 471 mg/dl, the patient went to the hospital with a family member. At the hospital the patient received intravenous treatment with unspecified fluids. The patient was discharged on the same day after spending 6 hours at the hospital. At the time of the report the patient was stable. It was mentioned that with the insulin pump the patient was using at that time they also experienced issues, but it was not reported that the event was solely caused by an issue with the insulin pump. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.